Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessels were excessively tortuous and with little calcification. The patient presented to the hospital; a tomography indicated a ruptured aneurysm. The case was transferred to the invasive surgery where another manufacturer's excluder device was implanted. The physician asked for an endurant cuff as the aneurysm was not excluded because the excluder device had moved. A 45 mm endurant cuff was inserted and the physician reported certain resistance when capturing the tip, however, he managed to retrieve the tip. There was misplacement of the 45 mm cuff - gone out a little of the excluder device - and there was an unknown leak. The physician then implanted a second endurant cuff. After the second cuff implantation, the spindle got stock in the free flow bare stent struts. After many attempts, the 2 endurant devices disconnected (freed) from the excluder. As it was not possible to remove the delivery system through the standard technique, the delivery system was disassembled and removed through the axillary artery pathway. The superior part (the nose-cone) and spindle were retrieved from the axillary artery. Hereafter, the procedure was converted and during the surgical repair of the aneurysm, the patient had a myocardial infarction secondary refractory hypovolemic shock. The patient expired during the conversion of the open chest procedure.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death, mi), patient's condition affected effectiveness of device (pre-existing condition; pre-op rupture), unapproved use of device (pre-op rupture). Conclusion: device failure/lack of effectiveness related to patient condition (pre-existing condition; pre-op rupture), operational context contributed to event (pre-op rupture).